Event description:
Additional information was obtained. A revision procedure was performed. This lead was successfully repositioned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant of this atrial lead, difficultly was encountered positioning this lead. Reportedly, the lead would dislodged after the helix was extended. After several attempts, the lead was positioned and the pocket was closed. Several hours after implant, an x-ray revealed the lead had dislodged. A revision procedure is intended in the near future. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this lead remains implanted. When additional information becomes available, this event will be updated.